Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while they were grasping tissue to hold it in place in a laparoscopic procedure, one side of the grasping jaws detached and fell into the abdomen. They also noted that the handles were unable to bind. They removed the jaw piece by using another grasping device. They opened a new device with the same lot number to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of six devices. The actual device used was not evaluated, returned devices were all sealed. No abnormalities were found during visual inspection and functional testing of the returned product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.